Event description:
It was reported that during a prostate procedure @ 69,870 joules of use and 13:11 minutes, ¿overheated fiber, fiber burned at the end¿ was observed. The procedure was completed using a second fiber. ¿the patient has not been harmed during the procedure.¿

Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber/glass cap shows a circumferential fracture at distal side of fiber/cap fusion zone at the bevel edge; the glass cap exhibits very mild devitrification at the output window; the metal cap exhibits very mild detritus adhesion. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the probable root cause of the failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which would limit the performance of the fiber. (B)(4)..